Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for a device follow up and suffered from pre syncopal episodes. There were multiple electrograms with episodes of noise noted on both the atrial and the right ventricular leads. Isometric maneuvers where performed and noise was reproduced on both the ventricular and atrial channel. The patient was stable pre during and post visit. The patient was admitted to the emergency department for lead replacement. The leads were capped and replaced on (B)(6) 2018. The patient tolerated procedure well and was stable pre, during and post procedure.